Event description:
It was reported that patient¿s first neurostimulator (ins) did not work and a revision of the leads was performed. It was stated that they changed the placement stating it was in too far and replaced the ins in (B)(6) 2014. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va0f0dr, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).